Event description:
I had a reaction from a pair of eyeglasses' temple pads that I had worn for several years. Beginning in (B)(6) 2024 I started developing flaky skin, a sticky discharge and itching that continued until I got a new pair of glasses (B)(6) 2025. The symptoms instantly resolved and I tried the old glasses for a day and the symptoms immediately returned. I called (B)(6) to report incident to them and they said they couldn't take the information. The glasses were (B)(6) model rb 8903 5263 size 55.